Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 46 mg/dl. Cause was not known. At the time of report the customer had not addressed the low bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.